Manufacturer narrative:
Additional information: section h imdrf annex codes . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station door 4 was failed and it was not detected on the bus. The field service engineer (fse) had arrived onsite and was informed by the customer that a previous tower door failure had already been resolved. The customer was unsure whether the issue had been resolved by station operations or manually cleared but confirmed that the door was now functioning properly. No further intervention was required as the failure had been addressed prior to the fse¿s arrival. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, device not detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, device not detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.